Manufacturer narrative:
Investigation summary: one photo and one 10ml syringe in an opened blister pack from batch #8330765 (p/n 302995) were received and evaluated. Multiple large dark blue foreign matter particles were observed in the packaging and throughout the syringe. They appear to be feather-like plastic fragments of the top web packaging covered in ink with at least ten particles larger than level 3 in size, which is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the packaging process. A corrective action plan has already been initiated for this defect.

Event description:
It was reported that bd¿ syringe ll s/c 200 had foreign matter inside. Customer¿s verbatim: ¿ it was reported there was foreign matter. We found a syringe looking like this and wanted to send it back for investigation. ¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe ll s/c 200 had foreign matter inside. Customer¿s verbatim: ¿ it was reported there was foreign matter. We found a syringe looking like this and wanted to send it back for investigation. ¿